Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended and the spinal cord stimulator (scs) leads had high impedances. The patient underwent a procedure wherein the ipg and scs leads were replaced. The patient was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6).